Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. Visual inspections were performed on the returned device. The reported migration was not able to be confirmed and the retrieval catheter was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported migration. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the emboshield nav 6 filter advanced to the carotid artery lesion. During device removal and pulling the device back, the device slipped. The device was easily retrieved. There were no adverse patient effects and no clinically significant procedural delay. There was no additional information provided.